Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a peri-implant fracture occurred during an operation of (B)(6) 2011. This report 1 of 1 complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
X-rays were reviewed and showed there is an issue with the fibula on the xrays with the distal end in fragments.